Manufacturer narrative:
There were 5 similar complaints identified for star poly damage. Similar complaints identified do not aid in the investigation for this complaint as the lot numbers and root causes remain unknown for the similar complaints. DHR review was not conducted due to the part and lot numbers remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The poly was not returned to the (B)(6) site, so visual and dimensional inspection did not occur. Simulated use testing did not occur. The complaint form stated, "exchange of poly due to breakage", but the poly was not returned and no photos were provided. Thus, the alleged damage could not be confirmed. Due to the limited information, as well as the poly not being returned or photographed, the root cause shall remain as unknown. Complaint has been evaluated and is similar to report number 1644408-2024-01172. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to the insert poly has split in half